Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for one day post operation check. Device interrogation revealed the right atrial lead exhibited low impedance. All other electrical measurements were stable. The physician elected to take no action at this time and would continue to monitor the patient. The patient's condition was fine.